Event description:
On (B)(6) 2013, the lay user/reporter contacted lifescan (lfs) on behalf of the patient alleging the onetouch ultrasmart meter was prompting an error 5 meter issue message when the patient was attempting to test his blood glucose. Per the ot ultrasmart owner's booklet, the error 5 message prompts when there is a problem with the test strip or the confirmation window has not been completely filled. The complaint was classified based on the customer care advocate (cca) documentation. The reporter claimed the alleged issue first occurred 1 month prior to contacting lfs. The reporter stated the patient used a combination of insulin and oral medications to manage her diabetes. The reporter stated, the patient made no changes to her usual diet, activity level or medications on the day of the alleged issue. The reporter stated a few days after the issue occurred the patient developed symptoms of "high blood glucose." The reporter stated on (B)(6) 2013 at 3:30pm, the patient's blood glucose was measured, but she could not recall the reading. The reporter stated on (B)(6) 2013 at 3:30pm, the patient was treated by the healthcare professional, but could not recall the treatment. At the time of troubleshooting, the cca determined this was not the first time the subject meter had been used and the patient's test strips were in good condition. The cca noted that the test strip completely drew in the sample during a retest. The cca also noted that the patient's testing process was correct. The alleged issue remained unresolved with troubleshooting. Replacement products were sent to the patient. This complaint is being reported as an adverse event because the reporter alleged the patient was unable to test due to the alleged issue, took his usual medications, developed symptoms suggestive of hyperglycemia after the issue occurred, and required treatment from a healthcare professional.